Manufacturer narrative:
Result: incorrect footboard on bed.

Event description:
It was reported by service report that the scale was not working. It is unk if there was pt involvement or if there are adverse consequences to report.